Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: the anastomosis of the small intestine at the stomach pouch was made with an eea. Tilt-top was turned down and could not be removed anymore. At the retrieval with force, 3/4 of the anastomosis was loosened. Again an anastomosis had to be made with eea and orvil. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. No reinforcement material was used.